Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during a pancreatic duct dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon would not inflate. Reportedly, the balloon was removed from the patient and the balloon was noted to have a pinhole rupture. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.   Attempts to obtain additional information regarding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during a pancreatic duct dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon would not inflate. Reportedly, the balloon was removed from the patient and the balloon was noted to have a pinhole rupture. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.   Attempts to obtain additional information regarding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). Investigation result: a visual examination of the complaint device revealed that there were no visual defects. Functional analysis was performed, and the balloon was inflated, and leaks were found due to pinholes located in the ro marker near the distal bond of the balloon. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.